Event description:
It was reported by the patient's wife that the patient had passed away a few days after undergoing revision surgery on (B)(6) 2015. The patient stopped breathing at home, and was taken to the ER where he passed away. Additional information received indicated the patient's cause of death was possibly due to an embolism. The exact date of death is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.